Manufacturer narrative:
A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a partial separation within an area of confined abrasion on the exhaust tube of cylinder 2 near the strain relief. Testing revealed this not to be a site of leakage. Surface abrasion was noted on the strain relief of cylinder 1 and on all tubes and all strain relief of the pump. No functional abnormalities were noted with the pump or the cylinders. The information received indicated "fluid leak," but because no functional abnormalities were noted with the returned components, quality is unable to confirm the reported complaint. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 3508255.

Event description:
According to the available information, fluid leak.